Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: electrical contact corrosion. Based on the results of the investigation, a probable root cause for the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during pre-use inspection before procedure.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a distorted image. There were no reports of patient harm.